Event description:
The customer reported an e0000040 that has been appearing in the print error log for the past few days.

Manufacturer narrative:
(B)(4). The customer reported an e0000040 that has been appearing in the print error log for the past few days. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.